Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a compromised force sensor system alarm. It was also reported that the display has a rainbow effect and it is hard to read. Troubleshooting occurred. No additional information was provided.